Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
A journal article was recently retrieved from european journal of orthopaedic surgery & traumatology (2019) that reported a retrospective study from france. The article examine the early clinical and radiological outcome after total elbow arthroplasty (tea), which was implanted from a digastric olecranon osteotomy approach. The study reviewed twenty-two patients treated with coonrad-morrey tea implants. Study consisted of two men and twenty women. The indication for revision was due to fracture in twenty patients, and due to rheumatoid arthritis in 2 patients. The study population had a mean age of 80 years at time of surgery (range 50-96). The mean length of follow-up was for 30 months (range 6-132). The study reported one patient suffered a dislocation of the elbow by a fracture of the axis component 36 months after surgery that required a partial revision (change of axis).